Event description:
Additional information was received indicating that a procedural delay occurred due to the time needed to load a new valve. It was noted that the patient has moderate calcification on the non-coronary cusp (ncc).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012548054); product type: 0195-heart valves; product ID l-evolutfx-2329 (lot: 0012561874); product type: 0195-heart valves; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the deployment of a transcatheter aortic valve, the valve was deployed and recaptured two times for repositioning. On the third valve deployment, an infold was identified under fluoroscopy.  The valve was recaptured and removed from the patient. The procedure was conducted by an experienced loader with more than 200 loadings. The valve was replaced by another medtronic product.

Manufacturer narrative:
Updated data: d9 h2 h3 h6 product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was received from the galway return product analysis (rpa) lab inside a heart valve return kit jar, fully submerged in clear 0.2% glutaraldehyde solution. The valve was discolored showing evidence of blood contact in a partially compressed state. The inflow aspect showed an ovoid appearance. As received, all leaflets were in an open position with a gap between the free margins. All leaflets appeared dry and stiff with moderate flexibility. Leaflets exhibited severe creases and imprints. All commissures appeared intact. The valve was submerged in warm (approximately 37 celsius) saline. The frame expanded; however, appeared to retain a compressed state around the valve skirt. There was no evidence of bends or kinks on the frame. Due to the return condition of the valve, loading and deployment simulations could not be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: four media files and one static image were provided for review. Patient¿s executive summary was not provided for anatomical review. Fluoroscopy valve load inspection was not provided for review thus it is not possible to validate a good load. The valve was deployed just prior to the point of no recapture and depth assessment was performed. Depth appeared to be approximately 0mm on the non-coronary cusp in the cusp overlap view, but there was no evidence of an infold. The recommended target depth is 3 mm relative to the valve annulus. If the implant depth is =1 mm or >5 mm, consider recapture. The valve was recaptured and during the subsequent deployment attempt an infold occurred. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. There is evidence that the infolded valve was recaptured, removed and deployed on a sterile field to confirm the infold. It was reported that another medtronic product was used. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.